Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01411. 3005168196-2021-01412. 3005168196-2021-01414. 3005168196-2021-01415. 3005168196-2021-01416.

Event description:
The patient was undergoing a coil embolization procedure in the left radial artery using penumbra smart coils (smart coil), penumbra smart coil detachment handles (handle) and a non-penumbra microcatheter. During the procedure, the physician advanced two smart coils into the aneurysm successfully. Another smart coil was advanced into the target location and the physician attempted to detach it using the handle; however, the smart coil failed to detach. The physician removed the handle and used a new handle to detach the smart coil, but the coil still failed to detach and was removed. Next, another smart coil was advanced; however, the physician had the same issue with the smart coil and therefore, the smart coil was removed. It was also reported that the physician had difficulty detaching the other smart coils too, but he was able to detach them manually. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.